Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the premature detachment was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an emergency aneurysm embolization procedure to treat a ruptured, right-side, saccular aneurysm, a coil separation/break/premature detachment occurred with the bare axium helix coil. The spring coil detached during delivery into the microcatheter and also experienced in vitro detachment, meaning it detached outside the body. The aneurysm had a maximum diameter of 3 millimeters and a neck diameter of 2.6 millimeters, with normal blood flow and minimal vessel tortuosity. No surgical or medicinal intervention was required, and a new model of the product was selected for embolization. The pushwire was not bent or broken. The physician did not reposition the coil. There was no friction or difficulty encountered during delivery. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The continuous flush was not administered during the procedure. The patient outcome was reported as alive with no injury.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box and within a sealed biohazard pouch. The axium implant coil was returned without introducer sheath. Visual inspection/damage location details: the actuator interface, positive load indicator and coupler tube were found to be intact. This is indicative mechanical method detachment was not attempted. The axium coil pushwire was found to be broken but retained by release wire at break indicator and kinked at ~160.2cm from proximal end. The coin was found to be not against the lumen stop. The implant coil was already detached and returned. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the analysis performed, the customers report of ¿premature detachment¿ was confirmed as the axium implant coil was returned with the implant already detached; however, the root cause could not be determined. It is likely the premature detachment was due to the pushwire break at break indicator causing the release wire to be pulled back and releasing the implant coil. It is possible the damage (break/bent) to the pushwire occurred upon opening the package and attempting to remove the product or after removing it from the package and preparing it per IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.